Event description:
On 12/04/2006, nellcor puritan bennett received a report of dimension issues on a 3.5 ped tracheostomy tube. The caller reported that the suction tube could not be inserted into the tracheostomy tube. The caller reported that the pt had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress.